Manufacturer narrative:
Device was not returned by the customer. The impella 5.0 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old asian male patient had impella 5.0 pump inserted in the right axillary for acute myocardial infarction (ami) with shock. The patient had hemolysis, pfhgb spiked up to 200 then down to 170s-150. As treatment two (2) units of packed red blood cells (prbcs) was administered.